Manufacturer narrative:
Concomitant therapies: multi-vitamin, juvéderm vollure¿ xc, botox®. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The event of covid-19 infection, not related to the device, is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected in the cheeks with two syringes of juvéderm voluma® xc and in the marionette lines with two syringes of juvéderm vollure¿ xc. The patient was concomitantly injected with botox®. Immediately after the injection, the patient experienced ¿ping pong-looking lumps on the top left cheek, discoloring, pain, and lack of correction,¿ affecting the patient's left side of their face. The patient was treated with hyaluronidase the following month. The patient had not been back to see the physician for more treatment because they experienced "(non-device related) covid-19." The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00228 (allergan complaint # (B)(4)). This MDR submitted for the suspect product, juvéderm voluma® xc.